Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patent was hanging a picture at the time of the shock. The sensing vector at the time of the shock was set to the secondary vector. Also, the impedance for the high energy shock was 146 ohms, which is high but within normal limits. Technical services discussed some testing to do for myopotential noise. The clinic was able to reproduce the noise during office testing. The clinic reprogrammed the sensing. There were no additional adverse patient effects. The system remains implanted.